Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error anomaly. Customer blood glucose was 214 mg/dl. Troubleshooting was performed. Customer was laying down on bed while the button error occurred, the insulin pump was buzzing and flashing numbers. Customer believes pressing against their body alerted button error alarm. Customer was advice to monitor the insulin pump clock if it changes which it did. Customer also reported blank display. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No frozen screen, buzzing and flashing numbers or blank display noted. Unit time/clock moved. Unit had intermittent all buttons response due to corroded keypad traces. However, unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. No unexpected numbers ramping/scrolling noted during testing.